Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that stroke and thrombosis occurred. Prior to the index procedure, 75 mg of aspirin was administered. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2020 and a 27mm watchman flx laa closure device was implanted with complete laa seal with a deployed device diameter of 24.0 mm. On (B)(6) 2020, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2020, the patient presented for a planned endovascular treatment of right-sided posterior inferior cerebellar artery (pica) aneurysm for known bulb formation in the left ventricle outlet section. This was confirmed to be a pre-existing condition and the coiling procedure was planned before the impant procedure. On the same day, coronary angiography performed revealed 10 x 8 mm aneurysm relapse in a previously treated right-sided pica aneurysm which was occluded with a total of 13 coils for full occlusion of the aneurysm. Preoperatively there was intermittent loss of function in the arms bilaterally with mild reduction of force and sensory disruptions was noted. The follow-up angiography revealed a well-occluded aneurysm relapse and open to and from the conducting vessels. That same day, the patient was awake, lucid and oriented however complained about speech problems, and sleeping sensation in both upper extremities. Per the physician, the patient had some problems with fine motor skills especially in the right hand and had some balance problems. The patient was transferred to ward and an urgent MRI scan of brain was performed. On (B)(6) 2020, MRI cerebrum revealed new multiple small subacute infratentorial infarctions, primarily on the right side and some new punctate subacute infarctions in the right occipital lobe. Sequelae from stenting of a pica aneurysm on the right side, other conditions were unchanged. During the event, the patient was on aspirin and clopidogrel. The event was classified as an ischemic stroke. On (B)(6) 2020, the patient found it difficult to keep balance while sitting down than the previous day and standing balance was clearly more unsteady. She was also affected by nausea, dizziness, headache and double vision. The patient was assessed as being a candidate for regional neurorehabilitation, and physiotherapy was recommended. On the same day, cognitive screening was performed with score of 18 out of 30 (26 or above was deemed to be the normal range). On (B)(6) 2020, upon further examanination, the patient reported a buzzing sensation in both upper extremities, mild asynergy in the right upper extremity and apractic. The patient was found confused, and experienced dizziness and was found unfit to discharge to home. On (B)(6) 2020, the patient was transferred to rehabilitation for further care. On (B)(6) 2020, a planned follow-up tee revealed a well-functioning laa occluder without para-device leakage or suspicion of thrombus formation. The left atrium does not have any thrombi in the cavity or the opening of the pulmonary vein. There was no evidence of atrial facing thrombus on the surface of the watchman flx device or pericardial effusion. There was a residual jet around device with size of 4mm. On (B)(6) 2020, during the protocol required first follow-up visit modified rankin scale (mrs) score was noted to be 4 (moderately severe) and baseline mrs scale score dated (B)(6) 2020 was 2. The site has confirmed mrs 90-days was not performed. CT laa imaging core lab dated (B)(6) 2020 assessment revealed laminar thrombus on the atrial facing surface of the watchman flx device. During the reporting of the event, the event was considered as not resolved. On (B)(6) 2020, the patient was discharged to home on aspirin and clopidogrel.